Manufacturer narrative:
Through follow-up it was reported that the patient is frustrated with their vision. No explant has occurred, but physician discussed possible lens exchange with patient right eye. Additionally, physician indicated dysfunctional lens syndrome. It was also learned that patient is holding off surgery on their left eye due to visual disturbance in their right eye. Furthermore, it was clarified that physician might perform a push plus technique for optimal post-op refraction result with the symfony lens. This report will capture the lens in patient left eye. No further information was provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, there is no indication of a lens explant. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient was unhappy with their post-op results after receiving a zxr00 18.5 diopter intraocular lens (iol) in their left eye. Reportedly, the patient is experiencing halos when driving at night. Furthermore, at one week post-op, the patient feels her vision at distance is not where it should be and was experiencing blurry vision in their right eye. At second week, the patient was experiencing irritation and decided to postpone surgery. At 3 months, the patient''s visual acuity was a little better but still does not see well at distance. Patient information: on (B)(6) 2016: (one week visit) od (right eye) / ar: -0.50 +0.75 x76 / -3.25 +1.00 x12 mr od: -50+.50 x85 = 20/30 slow. On (B)(6) 2016: (2 week post op) patient wants to postpone surgery on the right eye, ar: -0.75 +1.00x96 / -3.75 +1.00 x009 mr: -.50 +.50 x90 = 20/25 slow. On (B)(6) 2017: (7 weeks post op) acuity od 20/30 -3 / os (left eye) 20/30 j5 ar: -0.25 +.75 x69 / -3.75 +1.25 x10 mr: -.50 +.50 x90 = 20/25. On (B)(6) 2017: 3 month post ar: -1.00 +1.75 x31 / -2.25 +1.00 x9 mr od: -.50 +.25 x16 = 20/30+1. On (B)(6) 2017: no change since (B)(6) 2017. Floaters os. This report will capture the lens implanted in the left eye and a separate MDR report will be filed for the right eye. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.